Manufacturer narrative:
Three days prior to the receipt of this report, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized for the event and was treated with vancomycin injection (1gm, discontinued, route, frequency and duration were not reported), gentamycin injection (40mg, discontinued, route, frequency and duration were not reported) and meropenem injection (500mg, discontinued, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized for another indication and has recovered from the peritonitis event. No additional information is available.